Event description:
Suspected pump thrombus. On (B)(6) 2016: ldh of 685. Previous level was 372 on (B)(6) 2016. His inr was therapeutic at 3.22 at the time (goal 2.5-3.5). Vad interrogation at admission did not show any power spikes or change in vad parameters, pt denied dark urine. Started on integrilin. On (B)(6) 2016 inr less than 3.0 so IV heparin was added in addition to integrilin. Pt reports dark colored urine. Vad interrogation noted to have intermittent power spikes. Ldh continued to rise. On (B)(6) 2016 discussion with cts re: pump exchange, no improvement in ldh despite dual IV anticoagulation agents., cola colored urine and mild aki. On (B)(6) 2016 elective, urgent exchange scheduled for (B)(6) 2016. On (B)(6) 2016 taken to operating room for exchange of hmii, per op report found to have large thrombus of inlet bearing.